Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: received, one g2x femoral delivery system. The touhy-borst adapter was returned tight. The tip of the dilator was returned buckled. It is unknown how or when the dilator tip became damaged as it was not reported by the user. It is possible that the tip became damaged during packaging for return. The pusher wire was no longer connected to the filter. Per the reported event, the user pulled back on the delivery handle when the filter could no longer be easily advanced. This likely caused the pusher wire to disconnect from the filter. The pusher wire was bent, likely due to excessive force used in an attempt to advance the filter through the sheath. The introducer sheath was placed inside an in-house x-ray machine. The filter was found to be stuck in the introducer sheath. The feet of the filter appear to be at the hub/sheath transition. It is possible that the feet got caught at the sheath/hub transition and prevented the filter from advancing. Functional/performance evaluation: a mandrel was used to advance the filter through the sheath. The filter contained all 6 arms and 6 legs/feet present and intact. Multiple legs were crossed. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for failure to advance and dislodged or dislocated as the filter was found stuck inside the sheath and disconnected from the pusher wire. Additionally, the pusher wire was bent. The bent pusher wire was likely the result of excess forced used in an attempt to advance the filter through the sheath. Per the reported event, the user pulled back on the delivery handle when the filter could no longer be easily advanced. This likely caused the pusher wire to disconnect from the filter. The feet of the filter appear to be at the hub/sheath transition. It is possible that the feet got caught at the sheath/hub transition and prevented the filter from advancing. However, the definitive root cause for the reported issue is unknown. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a femoral vena cava filter deployment procedure, the filter could not be advanced past the left common iliac vein. The physician user pulled back on the pusher wire, the filter and pusher wire separated and the filter became stuck in the sheath. No attempt was made to deploy the filter. The deployment system was exchanged for a new filter system was prepped and deployed successfully. There was no reported patient injury.